Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. . Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was damaged which was noted upon opening the product packaging. No patient contact was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 28, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the handpiece was received fully retracted, stress marks on the cartridge tip and an insufficient amount of ophthalmic viscoelastic device (ovd) residue were observed. The lens was cleaned and no issues were identified with the lens. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dcb00 model lens. The complaint issue "lens damaged" was not identified during product evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.